Manufacturer narrative:
The company representative examined the system and replaced the solenoid assembly for diagnostic purpose. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low cutting power during a vitrectomy procedure. The case was completed with the same system. There was no harm or injury to the pt. Additional information has been requested.